Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, the shield (seal) of the heartstring iii proximal seal system was half in the system and could not be discharged. The hospital did not report any patient effects. The product is not returning. Mk 19-july-2016. I have taken the heartstringsystem inspected . The shield of heartstringsdesigns was half in the system and could not be discharged. I suspect incorrect operation of heartstringsdesigns system was visible to me that the cannula or sleeve in the heartstring system sitting was kinked. We can not prove the wrong course of action.